Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were not responding. No significant events leading up to the alarm were recalled. The customer's blood glucose was 317 mg/dl. He had not yet treated for high blood glucose but had a back-up plan of manual injection. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.